Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead perforation of the pericardium was observed via echo. A small pericardial effusion was also noted and a pericardiocentesis was performed. The lead was explanted and replaced. Patient is in stable condition.